Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient experienced a perforation to the right atrial appendage post implant. A thoracotomy was performed to relieve a right pneumothorax. The right atrial lead was explanted and replaced with an epicardial lead.